Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 30th, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: one of the reported opened patient interface was received within original packaging confirming the reported lot number. The suction ring assembly and syringe were not returned. A visual inspection of the returned product did not reveal any scratches as reported. Debris and laser marking was observed, which is consistent with a cone that has been used. The reported event could not be confirmed. Analysis of images provided did not reveal any scratches on the cone. The reported event could not be confirmed through photo evaluation. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device; therefore, not explanted. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the patient interface, it was confirmed that there was an individually scratch on the device. The issue didn't affected the flap. The procedure was successfully completed even under such a situation without patient injury. No further information was provided. Note: this report is 2 of 3 reported.